Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Current repair product evaluation product review of the skin graft mesher sn (B)(4) by dover on (B)(6) 2020 revealed that the comb was bent. The pre-test could not be performed due to the damaged comb. An aged repair was also needed. Product repair of the device was performed by dover on (B)(6) 2020 which included replacement of the following: side plates, comb, bottom roll, carrier guide, hinged tops, gear, shoulder bolts, washers, and various other parts were replaced the device, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that upon inspection it was found in need of repair for unknown reason. During the investigation, the comb was bent. The pre-test could not be performed due to the damaged comb. No adverse events were reported as result of this malfunction.